Event description:
It was reported that alarm related to occlusion occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by resuming insulin therapy. No additional assistance was required.